Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned complaint device found that the balloon fold was partially open over the proximal markerband. There was no evidence that the balloon had been subjected to any positive pressures. The markerbands were inspected and no issues were noted. The placement of the markerbands were found to be correct for a 20mm length balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a markerband issue was noted. The totally occluded de-novo lesion was located in the non-tortuous and severely calcified right coronary artery (rca). Vascular access was obtained through the femoral artery. The lesion was pre-dilated with a non-bsc 1.0x20mm balloon catheter. When this 2.0x20mm maverick 2 balloon catheter was being prepped for use, it was noticed that the proximal markerband was "too thick" in height. The markerband was not loose and it was located in the correct position. The device was not used and pre-dilation was completed with a non-bsc 2.0x30mm balloon catheter. The procedure was completed successfully with the implantation of 3 non-bsc stents (2.5x24mm, 3.0x28mm, and 3.5x23mm). There were no reported patient complications. The patient status is listed as "stable".

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a markerband issue was noted. The totally occluded de-novo lesion was located in the non-tortuous and severely calcified right coronary artery (rca). Vascular access was obtained through the femoral artery. The lesion was pre-dilated with a non-bsc 1.0x20mm balloon catheter. When this 2.0x20mm maverick 2 balloon catheter was being prepped for use, it was noticed that the proximal markerband was "too thick" in height. The markerband was not loose and it was located in the correct position. The device was not used and pre-dilation was completed with a non-bsc 2.0x30mm balloon catheter. The procedure was completed successfully with the implantation of 3 non-bsc stents (2.5x24mm, 3.0x28mm, and 3.5x23mm). There were no reported patient complications. The patient status is listed as "stable".